Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized for an infection. The patient was in the hospital on (B)(6) 2018, admission and discharge dates are unknown. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient event of retaining fluid, constipation and unspecified infection with subsequent hospitalization and peritoneal dialysis therapy on the liberty cycler. However, there is no documentation to show a causal relationship between the adverse event and the liberty cycler. Based on available information a causal event of the infection, constipation and fluid retention cannot be confirmed.